Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for degenerative disc disease and non-malignant pain. It was reported that the patient saw a por message on their patient programmer while trying to put their ins into MRI mode that may have been caused by emi from MRI equipment. The patient was able to clear the por and put the ins into MRI mode. The issue was resolved. No patient complications were reported.